Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse checked machine for more than 2 hours, no issue found. Machine working ok. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had a zeroing issue. There was no patient involvement.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had a zeroing issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10.

Event description:
N/a.